Manufacturer narrative:
Based on the claim against the product by the customer noting that the mbf instrument tip rotated the wrong way, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to not move intuitively with a full range of motion in all directions. The instrument's movements were imprecise. The complaint regarding non-intuitive movement was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause cannot be determined. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of the maryland bipolar forceps instrument rotated the wrong way. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.